Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2005; 5076-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent t-wave oversensing was observed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.